Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra mini meter read inaccurately high in comparison to a laboratory device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that she obtained a blood glucose result of 150mg/dl on the subject meter which she compared to 110 mg/dl on the laboratory device performed between 10 and 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient was unable /unwilling to answer whether she had consumed any food or taken medications between obtaining the results. The patient denied developing any symptoms and denied receiving any treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.